Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alarm due to ventricular oversensing caused by myopotentials. Diagnostics issues were observed when analyzing the session records. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory alarm due to ventricular oversensing caused by myopotentials. The device was reprogrammed.